Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited a low out-of-range shock impedance value of zero. The device data was reviewed and several months prior there was a single high out-of-range shock impedance value of greater than 200 ohms. Otherwise the impedance measurements had been stable. The patient was brought in office for further evaluation. A chest x-ray was done, but did not reveal anything abnormal. The cause was unable to be determined; however, the physician suspected electromagnetic interference (emi) in the patient's work environment. The plan is to continue to monitor. This product remains in service. No adverse patient effects were reported.